Manufacturer narrative:
After further review, the previously submitted codes in h6 do not apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
***MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event. ***

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient was trying to recharge and use the recharger app and it was saying not found. The patient said it started yesterday. They said once and a while it is clicking and they get shocked. The patient confirmed that they were able to charge and use the app prior to this issue. Patient services confirmed the communicator was off, had the patient exit out of all apps, made sure bluetooth was on, and had the patient switch bluetooth off and on. They had the patient try airplane mode and do a hard reset to the recharger. Patient services had the patient make sure they weren't by any emi. The patient was not using the belt so patient services had them put a thin shirt or something in between the recharger and the skin. Patient services directed the patient to put the recharger in the charging dock. The patient powered off the handset and went into the recharger app and got device not found and patient services had the patient switch recharger. This did not resolve the issue so another hard reset was performed. The patient then got a 3167 error code which they hit ok and clear. The patient was then able to connect after the hard reset. The patient was charging and is said excellent connection. The troubleshooting stepson the call resolved the issue.